Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The issue was identified as a blockage in the cartridge. However, occlusion alarms continued and troubleshooting has been exhausted, a replacement pump was sent to the customer.